Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer removed and reinserted the battery, and the insulin pump alarmed battery out limit and would not respond at all. The alarms could not be cleared due to unresponsive keypad. The customer's blood glucose was 125 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test and off no power tests. No battery out limit alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a broken reservoir tube lip.